Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted: (B)(6) 2006; 310f29, tissue valve, implanted: (B)(6) 2005. (B)(4). Evaluation summary: the device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was a warning for low atrial impedance, which had been slowing declining for the past approximately 15 months. It was also reported that the device longevity was less than expected. The atrial lead and device were explanted and replaced. No patient complications have been reported as a result of this event.